Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer put the pump in storage mode during charging. The customer's blood glucose (bg) level was read as high on bg meter. A correction bolus was administered to address blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.